Event description:
Staff was preparing the pt for surgery post mi and during a code blue. When initiating the balloon pump process, they were unable to auto fill the balloon. They used another balloon pump until ECG pattern was lost. In spite of all life saving efforts, the pt expired. The balloon pump failure was not determined as contributing to the death, because the use of another pump was in process.